Event description:
Additional information was received that the rv lead insulation damage was suspected but this was not confirmed. Additionally, noise resulting in oversensing was noted on the rv lead. The rv lead was capped and replaced to resolve this event.

Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.